Event description:
Additional information received indicated the patient was later seen in-clinic, and the device software was reinstalled to resolve the event. The patient was in stable condition.

Event description:
During an in-clinic follow-up, the device was unable to be interrogated via radiofrequency telemetry. Abbott technical support was contacted and recommended reinstalling device software, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.